Event description:
It was reported that there was a stored atrial tachy response (atr) episode on this pacemaker system. Technical services (ts) analyzed device episode data and found that there was loss of capture (loc) by this right ventricular (rv) lead. The rv capture threshold was running at approximately three volts. Threshold was reprogrammed in clinic to four volts. No adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information, this lead was explanted during a scheduled generator upgrade procedure. During the explant, the helix was found to be bent to the side so the helix would not retract. This lead was ultimately removed and replaced with a new rv lead. No additional adverse patient effects were reported. As of today, this lead has not been received by boston scientific for full analysis.

Event description:
It was reported that there was a stored atrial tachy response (atr) episode on this pacemaker system. Technical services (ts) analyzed device episode data and found that there was loss of capture (loc) by this right ventricular (rv) lead. The rv capture threshold was running at approximately three volts. Threshold was reprogrammed in clinic to four volts. No adverse patient effects were reported. Currently, this pacemaker system remains in service.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the bent helix found at explant. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that there was a stored atrial tachy response (atr) episode on this pacemaker system. Technical services (ts) analyzed device episode data and found that there was loss of capture (loc) by this right ventricular (rv) lead. The rv capture threshold was running at approximately three volts. Threshold was reprogrammed in clinic to four volts. No adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information, this lead was explanted during a scheduled generator upgrade procedure. During the explant, the helix was found to be bent to the side so the helix would not retract. This lead was ultimately removed and replaced with a new rv lead. No additional adverse patient effects were reported. As of today, this lead has not been received by boston scientific for full analysis.